Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed after visual inspection of returned product which showed a fracture. Device history record (DHR) was reviewed and no discrepancies were found. The exact cause for the fracture of the liner cannot be determined with the information provided but there may have been many contributing factors such as patient activity, implant positioning and soft tissue laxity. The implants were revised due to ¿pain and a noisy hip¿ it is likely this was as a result of fracture of the acetabular liner, however, the reason for this fracture is not clear. It is possible that the reason for the fracture was multifactorial. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k023357. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient has been indicated for hip revision approximately four years post-implantation due to poly wear. The patient had presented with pain and noisy hip. No revision has been reported to date.